Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during investigation, the black box and alarm history showed no evidence of a cs 006 alarm. The battery compartment and cap were undamaged and able to fit securely. The pump powered up to a ¿cs sleep error¿ alarm upon start up. The reported cs 006 was unable to adequately investigated. The pump¿s cover was removed and there was further moisture corrosion found on the printed circuit board and to the continuous glucose monitor module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 006 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.